Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the preparation outside of the patient, the packaging was opened and found out that the cutting wire of the autotome rx 44 was broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: photo of the complaint device outside the patient were provided by the customer and showed the cutting wire was broken and kinked.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: (investigation result): the returned autotome rx 44 was analyzed, and a visual and microscopic evaluation noted that the cutting wire was blackened, broken and detached. It was also noted that the tip was kinked, and the working length torn from the distal pierce hole. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the tip was kinked. The problem could be caused when manipulating the device through difficult anatomy, the technique used for the device manipulation or by the interaction between the device and the scope (hitting against a hard surface). The working length torn at the distal section and at the distal pierce hole could have been generated when submitting the catheter to tension forces during the handle actuation and bowing the device without being completely out of the scope. Additionally, the cutting wire broken and detached is most likely caused by procedural or anatomical factors encountered during the use of the device that could have affected the device performance and its integrity. Wire broken could have been generated if there was contact between the device and the scope during energization or if the device exceeds the maximum of voltage and energizing the device prior to performing sphincterotomy can compromise the cutting wire integrity, that can cause a premature cutting wire fatigue, leading to detach and breaking the wire. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the preparation outside of the patient, the packaging was opened and found out that the cutting wire of the autotome rx 44 was broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: photo of the complaint device outside the patient were provided by the customer and showed the cutting wire was broken and kinked.